Manufacturer narrative:
This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported there were e/c 1008, 110a, and 111c in the history log. There was no patient involvement.